Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall in h7, (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was investigated and the reported issues could not be replicated during the returned device analysis as the clip was returned detached from the cds. The returned device was noted to have a loose release crimper and the hinge pins were detached from both sides of the connector. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A definitive cause for the reported mechanical issue could not be determined in this incident. Based on the overall information and the information provided within the case details, excessive troubleshooting by over inverting the clip resulted in inability closing the clip and during this movement the clip detached from the cds/premature deployment. The reported mechanical jam and subsequent premature deployment appears to be due to user technique/procedural circumstances. The reported difficult to remove which resulted in the reported tissue damage appears to be due to user technique/procedural circumstances. Based on the information reviewed and the overall evaluation of the returned device, the engineering group determined that the cause of the observed loose release crimper is potentially related to manufacturing and/or design issue. A potential product issue was confirmed due to the observed hinge pins disengagement. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The FDA z number has not yet been provided to the manufacture. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall file under medwatch # 2024168-2019-03206.

Event description:
Subsequent to the previously filed report, the following information was provided: while establishing final arm angle, the clip opened a few degrees. After the clip was inverted, it was not possible to open or close the clip anymore, and the clip stayed in the inverted position. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported issues could not be replicated during the returned device analysis as the clip was returned detached from the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported difficult to remove that resulted in the reported tissue damage appears to be due to user technique/procedural circumstances. A conclusive cause for the reported clip opened while establishing final arm angle and clip inability to close could not be determined in this incident. The reported premature deployment was likely a result of user overly inverting the clip and is due to user technique/procedural circumstances. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The returned device was also noted to have a broken l-lock tabs and a loose release crimper. A definitive cause for the broken l-lock tabs could not be determined and could possibly be due to the troubleshooting steps taken during the procedure. The loose release crimper is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal damage, clip opened while locked and premature clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The ntr clip delivery system (cds) was advanced to the mitral valve and grasping was attempted; however, unsuccessful .therefore, the cds was removed. An xtr cds was advanced; however, interacted with the chordae and a rupture was noted. The device was freed and grasping performed. While establishing final arm angle (efaa), the clip opened. The clip arms seemed to be moving on their own and it was not possible to close the clip. The physician overinverted the clip and was able to retract the cds from the left ventricle (lv) to the left atrium (la). During this movement, the clip detached from the system. The clip was able to be removed with the cds. The procedure was aborted at this time with no change in mr. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.